Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the patient experienced a sudden change in therapy. The patient started withdrawal (B)(6) 2019. On (B)(6) 2019 the pump was read. The family was told that the pump was "working fine" however toxicology report showed nothing in the patient¿s system. The reporter suspected there was a ¿crimp in the catheter". The reporter stated the patient was "dying from complications from the pump". The patient was in hospice care. Additional information received on 3/18/2019 reported a patient death occurred (B)(6) 2019. The cause of death was unknown. It was unknown if the death was related to the device or therapy. It was unknown if an autopsy will be completed. The pump was going to be explanted and disposed of. No further complications were reported.

Manufacturer narrative:
(B)(4) for catheter 8780, (B)(4). If information is provided in the future, a supplemental report will be issued.